Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes the reported mechanical issue was unable to be confirmed through analysis. Technical analysis: the pump and cylinders were returned for analysis to our post market quality assurance laboratory. Visual examination identified the kink resistant tubing (krt) was worn down to the filament. The pump performed within all functional testing parameters. Visual examination of the cylinders identified wear at folds in the cylinder bodies. Cylinder 1 had a hole with broken fabric threads resulting in fluid loss, this is commonly observed to occur during the explant procedure. Cylinder 2 had a pinhole leak in the proximal cylinder body, this is commonly observed to occur during the explant procedure. Both cylinders were not functionally tested as a result of the fluid leak. Labeling review: a review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions. Device history record: the device history record (DHR) confirmed that the device met all material, assembly and performance specifications. Investigation conclusion: based on the information available, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) as it stopped functioning after being implanted for several years. The existing ipp was explanted and replaced. No patient complications were reported.

Event description:
It was reported that the patient underwent a surgical procedure to remove this inflatable penile prosthesis (ipp) as it stopped functioning after being implanted for several years. The existing ipp was explanted and replaced. No patient complications were reported.